Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. Presence of liquid spill were found inside the ventilator. The liquid was removed and after successful tests the ventilator was returned to clinical use. Provided ventilator logs confirm the reported technical error codes which was most likely generated due to the liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. H3 other text: 4117.

Event description:
It was reported that the ventilator generated technical error codes indicating communication errors. There was no patient harm. Manufacturer's ref #: (B)(4).